Manufacturer narrative:
Additional information b5. Medtronic received additional information that the tightness problem refers to: during the priming process of the oxygenator, priming fluid was seeping out from the lower part of the oxygenator. The customer stated that it was likely that there was a crack somewhere in the oxygenator causing the priming fluid to leak but the exact location of the crack was not visible. Correction d4.5 unique identifier (UDI) #: this field was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a fusion oxygenator, it was reported that the oxygenation part leaked water, and there was an oxygenator tightness problem. The customer subsequently replaced the oxygenator with a new one, and did not use this oxygenator on the patient. There was no patient involvement, so no adverse effect occurred.